Event description:
It was reported that the patient experienced a burning sensation at the battery site and the top lead in the spine was causing unknown problems. The patient underwent an explant procedure and the explanted products were discarded by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year after the device was implanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7070960.